Event description:
Last ICD check done on (B)(6) 2018 with three years remaining of battery. Check done on (B)(6) 2019 showed device was no longer functioning. Two fold issue: battery capacity depleted on (B)(6) 2018 when 2-3 years should have still be remaining per the last check done; error code 1003 on (B)(6) 2019 stating battery voltage was too low for projected remaining capacity (three months after battery had been depleted per the first alert). Boston scientific technical services were contacted and did not bother to run a scan through engineering as device currently had no guaranteed function, no programming capabilities, and needed immediate replacement. Coronary artery disease, cabgx3, hypertension, hyperlipidemia, chronic systolic heart failure, diabetes mellitus ii, history of cva, history of ventricular tachycardia.